Event description:
While performing testing of the ventricular during service, the manufacturer's service technician reported the power fail alarm failed out of specification. The customer did not report the finding during any previous usage. There was no patient involvement and no patient harm reported. The service technician replaced the main pcb which corrected the problem. Extended self testing (est) and performance verification testing was completed, and all tests passed per operating specifications.